Manufacturer narrative:
Additional device implanted and involved in this event: tgt2815/7771046. Udis for the lots are as follows: lot 7771045: UDI (B)(4). Lot 7771046: UDI (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the aneurysm growth is unknown.

Event description:
On (B)(6) 2010, the patient underwent a procedure using two gore tag thoracic endoprostheses to treat a dissected thoracic aneurysm. It was reported that on discharge date of (B)(6) 2010, the aneurysm measured 69.0 mm. Follow up dates and aneurysm measurements are noted as the following: (B)(6) 2011: 68.0 mm. (B)(6) 2011: 68.0 mm. (B)(6) 2012: 82.0 mm. (B)(6) 2013: 72.0 mm. (B)(\6) 2014: 71.0 mm. It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention. No further information is available.